Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated that he changed out the bag only and reused the other supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
While speaking to product surveillance, the patient stated that they changed out a solution bag (not the other supplies) and continued therapy. Product surveillance explained proper procedure requires that they also use a new cassette and bags when setting up with new supplies due to sterility issues. The patient stated they were unaware of that and would do so in the future. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.